Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor fragments and suture strings were returned with biological debris on them. The anchor is fractured below the proximal end of the suture window. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair, a twinfix ultra´s suture and anchor broke. Surgery resumed after a non-significant delay of less than 30 minutes, with a back-up device used in the originally drilled bone after the broken pieces were retrieved from the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).